Manufacturer narrative:
Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. Customer's blood glucose (bg) was 180-200 mg/dl. Customer reverted to using an alternate pump for insulin therapy and declined tandem technical support's (cts) offer to perform a pump system check. Reportedly, customer used fiasp insulin in the cartridge. Cts informed customer that fiasp was not labeled for use with the pump. Customer acknowledged.